Event description:
Caller reported that pump's quick bolus and wake button was difficult to press and often required multiple attempts to activate pump screen. There was no reported impact on customer's blood glucose level. Technical support assisted by instructing caller to remove pump from case and try pressing button again, but issue persisted. Consequently, a decision was made to replace the pump, with instructions provided for returning faulty pump. Customer was advised to continue using current pump for insulin delivery until replacement arrived.